Event description:
It was reported that the intra-aortic balloon (iab) had an issue as when the initial 50cc mega was removed due to the unreliable pressure reading they inserted another 50cc mega the same thing happened to the central lumen after a period of time.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: b3, d1, d4 lot number, UDI number, expiry date, h4. Manufacturing date is unknown because the device was disposed of. In the initial emdr number mfg report number 2248146-2025-0000285, the g3 date mentioned incorrectly as 05/12/2025. The correct g3 date is 05/07/2025. Also, in the initial emdr the event date b3 is mentioned incorrectly as (B)(6) 2025. However, in this complaint the event date is unknown.

Manufacturer narrative:
Updated field: b3. Corrected field: h6 medical device ¿ problem code. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.